Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency room due to low blood glucose on b)(6) 2021 with blood glucose level was 48 mg/dl and 54 mg/dl. Customer stated that insulin pump received motor position encoder error alarm and possible over delivery of insulin due to stated that there was 20 units left in the pump and then there was none after reset happened believes that went into her body as she woke up low about 5 hours later. The customer current blood glucose level was 194 mg/dl, 149 mg/dl now had issues with 2 times a week not that low blood glucose 50 mg/dl and 59 mg/dl. Customer stated that insulin pump was empty after it reset blood glucose 136 mg/dl took the insulin pump off as it was not working, she was unconscious blood glucose 54 mg/dl and 48 mg/dl from emergency they were there for about 2 hours emergency treated her on site she did not go into emergency room or hospital stated that they put in a intravenous insulin in also. The customer stated that the drive support cap was normal. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump as well as reservoir will not be returned for analysis.